Event description:
The user was experiencing a sudden decrease in hearing performance with the device. On (B)(6) 2025, when she attached the audio processor (ap) she heard a loud noise which was so uncomfortable that she could not use the ap anymore. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing a sudden decrease in hearing performance with the device. On (B)(6) 2025, when she attached the audio processor (ap) she heard a loud noise which was so uncomfortable that she could not use the ap anymore. Re-implantation is being considered, but no date has been scheduled yet.